Event description:
It was reported that cartridge was damaged, with half of cartridge breaking off and becoming stuck inside pump so that customer could not remove it. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.